Event description:
It was reported that no capture was observed at max output. The physician suspected micro-dislodgement, but x-ray showed the position was unchanged. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.